Manufacturer narrative:
Based on the claim against the product by the customer noting the cautery issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire inside the housing. The conductor wire was broken at the crimp socket location. The instrument failed the electrical continuity test and failed to release energy. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, inconsistent cautery conduction was noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Initial findings were confirmed by advance failure analysis. The instrument was confirmed to have a broken proximal conductor wire at the crimp socket location. A closer look was taken at the wire break. It was observed that there appeared be some charring on the wire break. There also appeared to be black residue inside the tubing of the conductor wire. The other end of the wire break was unable to be seen inside the crimp; however, it was confirmed that the wire was present through the window on the crimp.

Event description:
Refer to h10/h11 for follow-up information.